Event description:
A male pt contacted lifecor customer support to report that he was receiving "check belt messages". Support had the pt check the electrode belt connection with the monitor. Support then requested a manual recording and download. The download revealed falloff on all leads, yet the manual recording had clear signal on both channels. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a broken wire in the trunk cable. There were cuts in the insulation of many wires. These broken wires caused the "adjust belt" messages. The root cause of the broken wires appears to be misuse. There were cuts noted on the trunk cable. The cable looked to have tool marks on it that caused the tears in the insulation. The electrode belt was repaired, retested and restocked. The electrode belt trunk cable was fixed. No adverse event resulted from the electrode belt trunk cable. The pt received a replacement electrode belt.